Manufacturer narrative:
H3: product analysis of part # 9560100 ; lot # 703917 during the inspection at the time of acceptance, the requested phenomenon was reproduced and it was observed that the outer tube was scratched and the internal lens was broken. This regulatory report is being submitted due to retrospective review through CAPA(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare facility via a medtronic representative regarding an endoscope used in an unknown spinal therapy. It was reported that the image is not showing properly. There was no patient involved in the event. The reported product was already used multiple times previously. No further complications were reported/ anticipated.